Manufacturer narrative:
Based on the claims against the product noting clip application issue, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken inputs to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 & #7 was found broken into pieces inside of the housing. The complaint regarding clip application issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the hem-o-lok clip was loaded onto the large hem-o-lok clip applier instrument without difficulty. The instrument was inserted into the trocar and the surgeon took control. The surgeon attempted to attach the clip to the vessel and noted insufficient closure. The customer swapped to a backup large hem-o-lok clip applier instrument and finished the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm. The surgeon immediately noticed the issue and swapped to a backup instrument. The surgeon was clipping the bile duct and cystic artery when the issue occurred. The backup instrument closed clips with no issues. The issue was due to damaged input disks.